Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. The reported material deformation appears to be related to operational context. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience proa device is currently not commercially available in the u.s.; however, it is similar to a device that is sold in the u.s.

Event description:
It was reported that during preparation of a 3.50x12mm xience proa it was noted that there was some resistance removing the protective sheath but was able to be completely removed. Also it was observed that some stent struts were flared. The device was not used and there was no patient involvement. Another device was used to successfully complete the procedure. There was no adverse patient effects or clinically significant delay. No additional information was provided.